Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided. Based on the investigation, the need for corrective action is not indicated.

Event description:
A chs lag screw penetrated femoral head.